Event description:
It was reported that balloon deflation issue occurred. The 80% stenosed target lesion was located in the diffused calcified renal artery. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation; however, the balloon was deflated slowly. The device was completely removed in the patient's body. The procedure was completed with the original device. No patient complications were reported and the patient status was good.